Event description:
It was reported that the device had unit failed to complete fast battery conditioning two times. Replaced battery and attempted fast conditioning again but unit failed to complete. Error log shows 800.8000 os error. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. The reported failure during the fast battery conditioning test was successfully replicated and confirmed through testing and log analysis, which showed that the device failed during battery conditioning. The external inspection found the suspect device was received with the seal intact, confirming that it had not been opened after leaving bd production or the san diego repair center. However, one of the feet on the bottom of the battery was missing. The internal inspection found all the components and cable connections were in good condition. A black light was used to check for fluid ingress and contamination, but no signs of either were observed. Overall, the inspection did not reveal any issues or anomalies within the suspect device. The suspect device underwent a battery conditioning test using maintenance mode. This test allows the pcu software to assess the capacity of the installed battery. The test ran for 11 hours, but the device failed to complete it. Eventually, the timer reached zero; however, the reported error code could not be replicated. The pcu power supply board was temporarily replaced with a known good dchu pcu power supply board for testing purposes only. The pcu was then re-tested by initiating an ¿optimal¿ battery conditioning. The pcu battery conditioning optimal test was initiated, the battery conditioning completed with no errors or malfunctions. An additional battery conditioning test was performed in fast conditioning, and no errors or malfunctions were observed. Error, event, and battery logs were retrieved from the suspect pcu using alaris system maintenance (asm) to determine programming and event details related to the incident. Log analysis revealed that the device recorded error code 255-202-2 and eleven (11) instances of error code 800.8000 on (B)(6) 2025, at 4:46 pm, indicating a software fault. A review of the event log confirmed that the suspect device was set to maintenance mode and programmed to perform a battery conditioning test on the same date at 2:48 pm. However, the error log shows that at 4:46 pm, the device recorded a software_fault, confirming the issue reported by the facility in which the pcu failed to complete the test successfully. The root cause of the failure to complete the battery conditioning test was identified in the battery conditioning failure investigation report ((B)(4)). The report determined that the error was due to a faulty 220f filter capacitor (c20), part number 818105-2272, located on the pcu power supply board. Operations engineering performed thorough testing of pcus that exhibited this failure mode and determined the root cause of the failure was the result of excessive leakage current through the c20 capacitor. The bd alaris¿ pcu software performs self-checks before and during operation. A system error indicates a hardware or software issue within the pcu. If this occurs, a replacement pcu should be obtained without powering down the current unit until a new one is available. The affected device should be tagged, described, and returned to clinical engineering or biomedical departments for further assessment. According to the bd alaris channel error tipsheet, active infusions will continue despite a system error, provided infusion parameters remain unchanged. If adjustments are necessary, manually stopping and reprogramming the infusion per the user manual addendum is recommended. To resolve the issue, the pcu can be powered down using the system on key and restarted. If the error persists after rebooting, the pcu should be replaced immediately and returned to biomedical engineering for troubleshooting and log retrieval the device was in use for treatment purposes as intended per 21 cfr 820.198 (d)(2). Note to repair center: please replace the pcu power supply board. Device was opened for investigation, please re-torque all screws. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52 (f)(11)(iii), the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had unit failed to complete fast battery conditioning two times. Replaced battery and attempted fast conditioning again but unit failed to complete. Error log shows 800.8000 os error. There was no patient involvement.